Event description:
It was reported that subsequent to a stenting treatment procedure the stent thrombosis occurred and the patient experienced a myocardial infarction and expired. The target lesion being treated was located in the left anterior descending (lad) artery. A 3.50x20mm liberte bare stent delivery system (sds) was advanced and deployed in the lad. The the stent seemed well positioned and well apposed following deployment. The patient remained hospitalized and was stable following the procedure. However, approximately 4 days later the patient experienced a myocardial infarction, attempts to resuscitate the patient were unsuccessful and the patient died. It is believed that the stent had thrombosed and this was confirmed via echocardiogram and lab values. It was also reported that the patient's medication; nitrate, beta blockers and ace inhibitors had been adjusted prior to the death and the cause of death is attributed to an arrhythmia. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).